Event description:
Initial information received from a physician on 29-oct-2010: it was reported that a female pt (age unk) experienced small bumps under her eyes after receiving treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk). No concomitant medications or medical history reported. No further information reported. Important medical event.